Event description:
Procedure: hernia. According to the reporter: balloon tip was broken when removed from package. No patient contact. There was no unanticipated tissue loss, no bleeding reported in excess of 500 cc, the case was not extended by more than 30 minutes, there was no related extended hospital stay, no device fragment or component fell into the patients cavity, no device fragment or component was left in the patient.

Manufacturer narrative:
(B)(4).